Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reportedly received results of lo (less then 10 mg/dl) and 84 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.

Event description:
Customer reported a connection issue between her freestyle navigator transmitter and receiver. Customer reported losing consciousness at work. Paramedics were called and obtained a reading of 20 mg/dl with their hcp meter and treated customer with food. Customer was taken to a health care facility where she was being diagnosed with sever hypoglycemia and treated with intravenous solution. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Returned transmitter (B) (4) was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c. This is a final report.